Manufacturer narrative:
The cause of the biased low pt inr results is user error. The account did not properly enter the correct lot specific mnpt value for the dade innovin lot in use. The customer confirmed the correction was made and correct settings were input as of (B)(6) 2016. The device is performing within specifications. No further evaluation of the device is required.

Event description:
The customer reported low biased prothrombin time inr (pt-inr) results on cap survey samples with the innovin reagent on their second bcs xp system, serial number (B)(4). When investigating the cap failure, the account discovered that there had been an error in the mean normal prothrombin time (mnpt) setting for the lot that had been in use. Patient pt-inr results were reported to the physicians during the period of the incorrect setting. In the course of the investigation they discovered the same error existed, the incorrect mnpt setting on this instrument as well, (B)(4). Calculations show that higher results would have been reported with the correct mnpt factor setting. It is unknown if patient treatment was altered or prescribed on the basis of the low biased pt-inr results. There is no report of adverse outcome to patients as a result of the low biased pt-inr results.